Event description:
On (B)(6) 2012, the reporter claimed the animas pump is not displaying a loss of prime warning when the meter warned her that the pump was not primed. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to unresolved loss of prime warning issue. The animas pump was requested back for investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the rewind, prime and load steps were successfully performed on the pump. The prime step was found to accurately record in the pump prime history. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The keypad was tested and all keypad buttons were found to be responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.